Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported intermittent sound from the device. Re-implantation surgery was scheduled.

Manufacturer narrative:
Additional information: according to the limited information received from the f_eld the recipient experiences intermittent sound. However due to lack of information a root cause for the reported issue cannot be determined. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user reported intermittent sound from the device. Revision surgery had already been scheduled but was ultimately cancelled due to the user health.